Event description:
It was reported that the patient had presented for a procedure. Post procedure, a device check was performed where it was discovered that the implantable cardioverter-defibrillator (ICD) was overestimating the battery life. No interventions were performed. The patient was in stable condition.